Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported injection with botox® (forehead and crow¿s feet area) and an unconfirmed dermal filler; patient is unsure if they received juvéderm® or restylane dermal filler. Patient went to the ER later that month and ¿was diagnosed with necrosis of the right low lip; ongoing.¿ patient stated, ¿I have to get filler for the rest of my life.¿ patient was concerned the injector was ¿not a real doctor.¿ no further information provided.